Manufacturer narrative:
Additional info will be provided once investigation is complete.

Event description:
It was reported that the ceramic piece of wand broke off during procedure. Piece was recovered and no injury to the pt was reported. Procedure was finished successfully.